Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6, h10. The getinge field service engineer (fse) replaced some of the accessories, the ECG lead wire, manifold drive, 5000 maintenance kit and a battery pack. All factory-specified performance and safety index tests were completed. The unit was cleared for clinical use.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and determined that the cause of the failure was the failure of the pneumatic valve group and maintenance kit. After the quotation was given to the customer, the price was negotiated and the customer decided to purchase a warranty contract. Additional information has been requested regarding the repair of the device. When additional information is received, a supplemental report will be submitted.

Event description:
N/a

Event description:
It was reported that after unit was turned on, the cs300 intra-aortic balloon pump (iabp) unit alarmed and the negative pressure was too low. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions in block e1 telephone number : (B)(6).